Event description:
It was reported that noise due to electromagnetic interference (emi) resulting in oversensing and undersensing was observed on the device. Provocation testing was performed and the event was not reproducible. The physician alleged an unrelated procedure with electrotherapy was the source of the emi. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.